Event description:
The patient called lfs alleging that their one touch ultra meter was prompting error 5. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative walked patient through troubleshooting and attempted testing with different vials of test strips. The issue was not resolved. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.